Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the deployment of a 26mm sapien 3 ultra in the aortic position via transfemoral approach resistance was felt with the axela sheath. Before inserting the ultra delivery system the dilator was again inserted and friction was felt. The valve was deployed successfully. During the removal of the sheath an iliac artery dissection was observed. Once removed a ¿very little hole¿ was observed on the balloon on the shoulder near the nosecone. The patient was in stable condition with no hemodynamic consequences.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product was not returned for evaluation. No imagery was provided. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of lot history revealed no other similar complaints. The complaint history for balloon leakage has been reviewed and no confirmed manufacturing non-conformances were identified. The instructions for use (IFU), device preparation and the training manual and no deficiencies were identified.  IFU, device preparation and the training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the entire delivery system was visually inspected and tested several times. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon leakage was unable to be confirmed as the device or relevant images was not returned. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of complaint history, lot history, DHR, and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. Since per report, no issues were noted during device preparation (i.e. During de-airing) and the delivery system was leak tested prior to lot release, it is unlikely the balloon was damaged out of package. Per the complaint description, there was resistance during delivery system insertion through the sheath. ¿the valve stucked into it and was necessary to remove the suture and do a ¿push and pull¿ with ultra system and axela. A lot of push force was needed.¿ when the valve was deployed, it was noted that ¿the balloon during inflation opened in a different way,¿ which suggests there may have been damage to the balloon at the start of inflation. It is possible that due to the heavy manipulation and force applied during delivery system advancement through the sheath, the balloon was inadvertently damaged. While a definite root cause is unable to be determined, available information suggests procedural factors (high push force through sheath) may have contributed to the complaint event. No manufacturing non-conformances, labeling, training, or IFU deficiencies were identified. As such, neither corrective/preventative actions nor product risk assessment escalation are required at this time. However, a product risk assessment was previously performed per management¿s discretion and a CAPA was previously initiated to continue investigation on ultra balloon burst/leakage and retrieval issues. Please reference related manufacturer report no: 2015691-2019-02563.